Manufacturer narrative:
(B)(4). Failure observed during analysis confirmed that the transmitter would not power up, circuit board exhibited burn marks and inside of the back housing. (B)(4).

Event description:
This report is to advise of an event observed during analysis.